Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-11942. It was reported the patient's stimulation was decreasing by itself. It was also stated the patient has experienced multiple falls. X-rays were inconclusive. System diagnostics revealed high impedance reading on all lead contacts and the patient is now without therapy. As a result, the patient will undergo surgical intervention to address the issues. .

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-11942. Additional information revealed patient's leads had migrated following a fall. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. Ipg was replaced electively by physician. Postoperatively, patient has effective therapy.